Event description:
Medtronic received information that 13 years and 9 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as stenosis, severe aortic insufficiency, and a mean/max gradient of 69/119 mmhg. Aortic annular calcification was also reported with left ventricular ejection fraction of 63% and peak flow of 5.5 m/s. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.